Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A visual inspection was performed on the received condition. The biopsy channel of the video scope was inspected with an olympus boroscope that was inserted through the distal end side of the channel. Near the entry of the biopsy channel at the distal end side, significant scratches and tears were observed. There were no signs of stains or foreign material inside of the channel. Additionally, the external surface of the video scope had no signs of stains or foreign material present. The bending section cover glue at the distal end side has cracks however, no foreign debris was embedded between the opening. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the cause of the scope testing positive: information provided by the customer or evaluation by the endoscopy support specialist from the onsite visit did not indicate that the scope was not reprocessed in accordance to the instructions for use (IFU). IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.

Event description:
The biomed/clinical engineer at the user facility reported that the evis exera iii colonovideoscope failed culture testing twice during reprocessing. The microorganism was not known. There was no report of patient infection due to the event.

Manufacturer narrative:
Follow up with the biomedical/clinical engineer at the user facility regarding the reprocessing process, found that the device was quarantined in between samples. The scope was reprocessed on (B)(6) 2023. The scope did not fail adenosine triphosphate protein (atp) testing. The scope was not ethylene oxide (eto) sterilized. The cleaning and disinfectant solutions used with the endoscope are steris prolystica enzymatic 2x and medivator rapicide pa. The minimum effective concentration is checked after each scope. The automated endoscope reprocessor (aer) being used to reprocess the scope is a dsd edge 13130063. There have not been any issues noted with the aer. The endoscope channel is being brushed during manual cleaning. A single use brush, olympus bw-412t is being used. Pre-cleaning is performed immediately after each procedure. An olympus mu-1 leak tester is being used. The endoscope is being leak tested prior to manual cleaning. A reprocessing in-service was conducted by an olympus endoscopy support specialist on (B)(6) 2023. There has not been any change in the facility¿s reprocessing personnel since the last on-site visit by an olympus endoscopy support specialist. All reprocessing personnel are trained how to properly reprocess an endoscope. The subject device was returned to an olympus service center for evaluation. The investigation is ongoing. Therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.